Event description:
It was reported that when a patient presented for a device change-out due to eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains active. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.